Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The main manifold assembly was cleaned and reseated. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was leaking and unable to ventilate. There was no report of patient involvement.